Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. No repair required just an adjustment was made, the pmav, pmav, rac1 and rac2 were reseated, and a normal system operation was confirmed. The fse found a lot of error related to 48100 and 48101, bad dvi cable and concluded that they caused the fault 40006 in the system. Fse guided the biomedical team to replace the dvi adapter for a new dvi cable a soon as possible. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon manipulators retracted during the procedure. The customer sent an email to the technical support engineer (tse) and informed that during the partial nephrectomy, the master controllers retracted, and the doctor was unable to regain control. The system did not display any recoverable or non-recoverable faults. The or staff attempted to remove the camera, but the arms were flashing amber and remaining rigid and immovable. They also tried to restart the system, but it was unresponsive and would not power off. Eventually, the surgical team decided to undock the system and complete the procedure laparoscopically. The csr had been in the hospital and confirmed that the system indeed would not power down. After three attempts, it was successfully shut down, and upon restarting, the system recovered. She had performed a hard power cycle, and the system was brought back up without error message. The procedure was converted to laparoscopy with no reported injury.